Manufacturer narrative:
Internal identifier # 2651793-01. Add'l info in section b5, which describes the event, has been provided by the account. A follow-up report will contain add'l info with a final evaluation.

Event description:
The pt sample, with the erratic bhcg result on 11/12/96, had been drawn on the pm shift and was stored at room temperature until midnight. It was than stored at 2-8 degrees until it was run. A qualitiative test result of positive was initially reported. The physician then requested a quantitative bhcg be run. The pt was taken to surgery for a d&c and was in recovery room before the repeat quantiatative results were reported. The pt's clinical diagnosis is unk. No report of injury.